Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested on 04/22/2010, 05/11/2010, 05/17/2010 by phone, fax, and mail. Additional info was received by phone. A completed questionnaire has not been received. No further info is expected. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unusual results", "no cylinder correction", "residual astigmatism" (postoperative refraction, unexpected), "foreign body sensation" (foreign body sensation), "vision more blurry" (blurred vision), "achy, dry feeling" (pain), (dry eye). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A clinical manager reported a pt with "unusual results" following bilateral intraocular lens (iol) implant surgery. In the medical records, it was indicated that, the pt has no cylinder correction and has residual astigmatism; and that the pt experienced foreign body sensation, blurred vision, and an "achy, dry feeling" in the eye. In a follow-up, the technician reported for the surgeon that limbal relaxing incisions (lri) were done to reduce the astigmatism, the pt is doing "well", and continues to be monitored. There are two medical device reports associated with this event; this report is for the left eye.